Manufacturer narrative:
The device is a bone void filler while completely resorbing within a few weeks, and therefore is unavailable for analysis. A re-test of the lot, where the ph-value was outside of the acceptable range for a given release specification for the release specification in question is currently underway using reserve samples. Investigation is not completed. The analysis of the post-market-study is ongoing. Lot# 1704-12a, expiration date: 01/31/2008, device MFR date: 02/2005.

Event description:
At the conclusion of the enrollment of the study, deblinding and analysis of the study results were performed and the aes were again assessed. Product problem: a result of this review was that one of the lots used in the study was documented as being outside of the acceptable range for a given release specification (ph-value). The release of the lot was allowed based on the determination of the 'out of specification' value being due to testing error. A re-test of this lot for the release specification in question is currently underway. The pt history after surgery included an ae from the investigator. This ae is described in appendix 1, but is not considered to be a reportable ae by ossacur. Pt history: hto-surgery: 2005, adverse event assumed: nine days later, ae: strong edema of the shank (left) with overheating; fluid was coming out of hematoma; no sign of infection; no sign of thrombosis; clearly swelling in the shank and in the surrounding where the operation takes place. Action: further wound control for two more times; after that no further action was taken as result of the event. Outcome of the pt: recovered without damage. MFR date of the ae notification: 06/08/2006.